Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, eccentric and 90% stenosed mid left anterior descending artery. Pre-dilatation was performed and a 2.5 x 38 mm xience xpedition was advanced to the lesion and pressurized. Angiography confirmed that a stent had not been implanted and was not found in the anatomy. The stent implant was found in the protective sheath. The procedure was completed by implanting a new stent. The stent delivery system was prepped by pulling negative pressure before removing the protective sheath and there was no resistance when removing the sheath. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion. (B)(4) - failure to follow steps. Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Additionally,the IFU states to remove the product mandrel and protective stent sheath prior to preparing for use/pulling negative. Based on the information reviewed, there is no indication of a product deficiency.